Event description:
It was discovered that during testing at baxter, a spectrum pump alarmed door not fully latched. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification. Door jammed was confirmed and was determined to be caused by failed link screws. The failed link screws were replaced.